Event description:
I had been diagnosed with a left lower pole kidney stone, 2 cm in length. My urologist used extra corporeal shockwave lithotripsy to break up the stone so I could pass it easier. I was discharged 65 minutes after surgery and two hours later began vomiting large quantities of blood. I became extremely short of breath and unable to walk. I was taken by ambulance to the local ER and admitted for pain control. It was discovered later that I was bleeding internally. By my third day of admission I had been given six units of packed red blood cells and shipped off to another hospital for selective angio embolization. It turns out my kidney was shattered grade five renal lac with arterial laceration. I had acute respiratory distress and was placed on mechanical ventilation for twelve days. I suffered acute renal failure and multi organ failure as well as pulmonary edema. Two coils were placed in my left lower segmental artery to stop the hemorrhage but unfortunately has left me with chronic pain at the site.